Manufacturer narrative:
Medtronic evaluated the device. The root cause was determined to be a broken pin 1 of the therapy cable connector assembly.

Event description:
It was reported that the therapy leads were off. There was no pt use associated with the reported event.